Event description:
On (B)(6) 2013, veterans administration clinician claims that one of the pt using viterion v100 bgm (B)(4), transmitted a blood glucose (bg) reading of 16. After being unable to contact the pt; clinician notified police who went to the pt house. The pt said the reading was 163 and confirmed in the bg meter. (B)(6), a clinician had a colleague verify the reading of 16 on his screen in visnet system. Claims the reading suddenly changed to 163 the next day. Alert history for the pt shows an alert that day for a bg reading of 163.